Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was 700mg/dl. Bg was addressed with a bolus via the insulin pump and a manual injection. The customer also went to the emergency room (ER). Customer was subsequently admitted to hospitalization in the intensive care unit (ICU). Treatment was administered via intravenous saline and insulin. The customer was released from the hospital three days later on (B)(6) 2022. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.